Manufacturer narrative:
Awaiting return of product to conduct quality investigation.

Event description:
Meter reporting lower readings than results reported by the lab. Consumer in hosp, unk if hospitalization is related.